Event description:
It was reported that, "the pt had pain. The surgeon performed an acetabular revision to rule out infection. Replaced the 40mm head with a 36mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.